Event description:
It was reported that a patient underwent a procedure for lumbar fusion at l4-s1 with implant of posterior pedicle screw/rod fixation. Post-op the locking screws became loose from the pedicle screws. The patient underwent second surgery to remove the hardware.

Manufacturer narrative:
(B)(6). (B)(4). Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height, as well as asymmetrical rod interface witness marks on set screw face are atypical of full tightening. Node deformation height (@ center) significantly different than bench comparison samples. Axial witness marks are noted, consistent with cyclic rod movement due to screw back out. Conclusion: set screw rod interface node height and witness marks indicate rod may not have been completely seated in mas saddle at final tightening.